Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device did not reveal a fracture. The visual did reveal the retaining ring and apex screw short detached from the device. The retaining ring was returned but the apex screw short was not. The device shows signs of significant wear and use. This inspection was conducted by naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during thr surgery, it was noticed that, one (1) or3o dual mobility trial liner 38/50 broke during use inside the patient. No one was harmed. The screw inside the liner trial seemed to fall apart when they were trying to screw it into the shell. The procedure was resumed, without any delay, changing surgical technique. Patient was not injured as consequence of this problem.